Event description:
The recipient reportedly experienced open electrodes. On (B)(6) 2021, the recipient underwent repositioning surgery upon which an infection was discovered. The electrode could not be reinserted and was left in the mastoid due to the infection. The recipient was reportedly treated with antibiotics (type unknown). On (B)(6) 2022, reinsertion surgery was attempted, however it was unsuccessful as the electrode was encased with fibrous and bony tissue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
An x-ray taken after initial implant surgery confirmed proper electrode placement. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated and is experiencing great hearing performance. The external visual inspection revealed tool damage to the top cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.